Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that physician has observed multiple long term vns patients having been referred to ent physicians to be suddenly diagnosed with vocal cord paralysis on their vns side. No other relevant information has been received to date. This MDR houses the report of vocal cord paralysis for one unknown patient. MFR ref #1644487-2022-01195 houses the report of vocal cord paralysis for another unknown patient, as the physician indicated this occurred with more than one patient.

Event description:
Further information was received reporting that patient had a pharapharyngeal mass was and it was suspected to be related to vns. Patient also had dyspnea on exertion. Patient was admitted to hospital and had tach placement and mass removed. No other relevant information has been received to date.

Event description:
The physician reported that the cause of the shortness of breath, vocal cord paralysis and mass was vns surgery. Acutely developed dyspnea on exertion and shortness of breath got so bad that she called ems in august and was taken to asmca for evaluation. While there it was found that she has a laryngeal mass and bilateral vocal cord paralysis, possibly due to vns device. She was seen and mass was resected but required tracheostomy placement for respiratory assistance. She was referred to ent who has plans for tracheostomy take-down but will require "shaving" vocal cords which will affect voice quality/volume, etc long term. No additional relevant information has been received to date.